Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that monocryl, vicryl and caprofyl were used. Did the patient only have an allergy to caprofyl? Please provide the onset date/time of the reaction from the initial procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication besides penicillin? Was allergy testing performed? If so, please describe with results. Please provide photos as mentioned in the event description. Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? What were the results of the cultures performed? Did the patient have suture extrusion? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number for each suture (caprofyl cf803t, vicryl and monocryl)? If applicable, will product be returned? If so, please provide the return date and tracking information. Related medwatch reports: 2210968-2023-01902 and 2210968-2023-01903.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used. The patient was fine and without complaint. At the return visit, the patient reported redness and itching generalized by the body even when using loratadine with no fever and no other symptoms. During physical examination the neck was closed, normal discharge. Blood tests were requested. In the following return, the itch was still reported by the body, even if it was less intense. A specular test was performed with an intense amount of yellowish discharge, but closed neck, evolved uterus and absence of signs of fever or other symptoms suggestive of infection. We chose to treat as if it were vaginosis. Patient treated without improvement. Ultrasound exam showed a large area of hypoechoic healing in place of the uterine raffia, but without signs of dropout. The patient returned home and on (B)(6) 2023, the suture was discharged by vaginal discharge. Tests ordered: blood count, pcr, urine, evaluation by the gynecologist of the lap, ultrasound, nuclear magnetic resonance. Closed neck, yellowish discharge, in ultrasound , area of wire granuloma leaving the cavity, normal urine blood tests. Even with all normal examinations, we opted for treatment with clinical and cypro for 7 days, since the patient is allergic to a penicillin. In discussion with other physicians, we conclude that the patient developed an allergic reaction to caprofyl, because it did not present a decrease in the state in general or other symptoms suggestive of infection of the cavity. Additional information was requested.